Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
It was reported by the customer via phone that prior to an unknown procedure their vapr 3 foot pedal would not power on. The procedure was completed with another like device with no harm to the patient or delays to the case. The customer could not provide a lot number for the device or any further information. The device will be returning for evaluation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Visually the device seems worn. Visual nicks, and scratches were observed, indicating heavily usage in the field. The coagulation and ablate pedal mechanically functioned as intended on their own. The protective cap for the cable was missing. The center mode button is broken off, the fragments were not returned. Possible cause for the broken mode button could be from aggressive usage. The connector cord was taped proximal to the footswitch board indicating possible cord damage. This device will not be tested/ connected to a generator to avoid causing electrical damage to the test generator, therefore, this complaint cannot be confirmed due to the current condition of the device. Furthermore, no lot number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.